Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece that pertain to the product code sxpp1a405. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab/stopper, barbs and core is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab or device. Moving toward the apex of the incision, take a pass in the intact tissue perpendicular to the initial pass to lock the stitch. Multiple passes are acceptable. Pull gently on the device to take up any slack. The manufacturing records couldn't be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent an arthroplasty procedure on (B)(6)2023 and barbed suture was used. Before use on the patient, it was reported that the fixation feature was found detached before the surgery. Changed another one to complete the surgery. During the visual assessment of the returned needle suture for analysis, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tab were broken. No adverse patient consequences were reported. Additional information was requested.